Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 6 occurrences of foreign matter with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was (B)(6) years old with gastrointestinal bleeding. Using omega+octreotide was infused infusing for 24 hours. During the infusion, the nurses found that the intima ii was gradually discolored, and intima ii was removed immediately after the infusion. There were no adverse reactions. Similar problems occurred again when the second infusion was replaced. The head nurses feedback that the same treatment plan did not happen in the past, so it is necessary to exclude the quality problems of the indwelling needle.

Event description:
A device history review was conducted for lot number 8233350. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number8288246. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were returned and compared with the retained samples. Our engineers have reviewed this event and determined that the most likely root cause is the combined use of omega and oreotide. This mixture is known to turn brown after approximately 2 hours and likely would have stained the extension tubing.